Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they started using the stimulator yesterday and wanted to know how to turn the 'buzzing' off. Agent reviewed information and walked patient through connecting to their settings in the mystimrc application; patient was able to decrease stimulation. Patient said they were told by the rep, that they could turn stim off at any time without removing the power of stim for their pain. Agent reviewed with patient that turning stim down may not completely eliminate the buzzing sensation (may have to turn stim off) and could possibly inhibit therapy from covering the areas it was programmed to help. Agent reviewed how to change groups as well; recommended trying some adjustments, and to follow up with their rep again if they felt like therapy wasn't meeting their needs or still causing that buzzing sensation. The patient was redirected to their healthcare provider to further address the issue. Rep reported the issue was resolved. (B)(6) 2025 - spoke with patient and had her change programs and turn stimulation down over the phone. Pt called back stating immediately they noticed their ins battery was not working because the leads were only hitting their left side when it should have hit their right side. The pt then turned the neurostimulator off 3 weeks ago and got a second surgery done on monday the (B)(6) to correct the issue. The pt did not know how to get the handset screen to turn back on. During call agent reviewed how to turn handset back on and the handset turned on as it was supposed to. Pt then attempted to recharge the ins and the pt got excellent connection and the ins was at 90% battery. Pt was able to turn therapy back on. Caller stated lead revision was done on (B)(6) 2025 in which the perc leads were replaced with paddle lead as the hcp (listed in original call) was not able to get the perc leads in the right location to cover patient's pain. Caller stated perc leads were discarded and will not be returned. Caller stated patient is now receiving perfect coverage and is happy.